Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a 980 ventilator graphical user interface (gui) "blanks out intermittently." The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and found issues with the display being erratic, the lower key pads, and back light not functioning. The se replaced the user interface printed circuit board (pcb). The se performed calibrations and extended self-testing on the device and all tests passed.

Manufacturer narrative:
A user interface printed circuit board (pcb) was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned component was performed, no anomalies were found. The returned component was installed into a test ventilator for analysis; no errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that the reported issue was isolated to an electronic component in the pcb. If information is provided in the future, a supplemental report will be issued.